Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site and was able to duplicate that the monitor was flickering. The fse removed and replaced the lcd screen and the iabp passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display was flickering constantly. It is unknown under which circumstances the event occurred. However, no patient involvement or adverse event was reported.